Event description:
Description: x-tube assembly 18" x 18". Dealer claims x-tube broke at center bolt. Dealer states user was transferring into chair when it broke. User did not fall out, nor was he injured.